Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reprocessing practice of the user facility was checked and one deviation from the instruction for use of the subject device were confirmed as follow. The biopsy valve, air/water valve, and the suction valve had not been brushed. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA) using peracetic acid. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) checked the subject device and confirmed that there were cracks in light guide lens. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
The subject device in this report has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the air/water channel or the auxiliary water channel of the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the sample collected from the subject device tested positive for stenotrophomonas maltophilia on (B)(6) 2018, and stenotrophomonas maltophilia and pseudomonas sp. On (B)(6) 2018. The device had been reprocessed with a non-olympus automated endoscope reprocessor, washer-disinfector (wassenburg). There was no report of infection associated with this report.